Manufacturer narrative:
Other (elevated liver function). Other (re-positioning difficulty). The device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used in 2009 during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (age unknown, weight is unknown). According to the complainant, post stent implantation, the patient's liver function test began to elevate. The physician then became aware that the previously implanted stent required re-positioning. An endoscopic retrograde cholangiopancreatography (ercp) was performed, but the stent could not be repositioned. The patient is being monitored and will likely have surgery for stent removal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.